Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the diagnosis procedure was completed by pressing exposure foot switch again. The philips remote service engineer (rse) confirmed that the x-ray issue happened during fluoroscopy. Review of system log file indicates x ray not possible. A philips field service engineer (fse) went onsite and replaced wired foot switch to address the reported issue. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available by stepping into the footswitch again and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to perform x-rays, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.